Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings above 350 mg/dl from his new dario meter compared to bg readings in the 100 mg/dl to 115 mg/dl range from his previous dario meter, which had broken.

Manufacturer narrative:
After multiple attempts had been made to follow up with the user, the user emailed dario on the 7th of june, 2024 and then again on the 8th and reported that he received a bg reading of 410 mg/dl on (B)(6). The user stated that the high bg readings continue and that they are above his normal range, which the user stated was 100 mg/dl to 110 mg/dl. Once again, multiple attempts were made to follow up with the user, however dario's representatives were unable to reach the user on the phone in order to troubleshoot. There is not enough information available to further investigate this case. Therefore, no resolution is available.